Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU). The customer's blood glucose level was 570 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2025. Treatment resolved the issue and there was no permanent damage. The customer continued to use the pump for insulin therapy.